Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 5ml from lot # 0.0125488, regarding item # 300850 with the reported issue that, ¿leakage¿. DHR reviewed found no non-conformities. Two photographs received from the customer. One photos shows leakage as reported by the customer. No sample sent by the customer as the original sample has been discarded. The team investigated the photograph of the complaining samples and the retention samples of material number 300850 for lot number 0.0125488. While the photograph of the complaint sample confirmed the complaint of leakage on the barrel, we did not find any defect in the retention samples. The defect is confirmed on the photograph. After thorough investigation and review of photographs of the complaint sample it is clear there is leakage and complaint is confirmed. The leakage could be because of the dent on the plunger or a crack on the barrel. The dent on the plunger could be from the plunger molding machine, where sometimes a component may get stuck in the hopper and cause damage or dent the tip of the plunger. The crack on the barrel could also be one of the reason of leakage. But the root cause analyses cannot be confirmed without the original customer complaint sample. For crack on the barrel there is already an action plan implemented last month in which we have a crack barrel detection system so there may be possibility of crack barrel generation after detection system. As cracked barrel is a critical defect so the following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe; also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 1,260 discarditii 5ml syrg experienced leakage. The following information was provided by the initial reporter: leakage complain for discardit 5ml.